Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 270cc silicone prosthesis experienced spontaneous left sided rupture, and right sided capsular contracture grade iii post procedure. A physical examination confirmed the issues. As a result patient scheduled for removal on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Suspect device received on may 06, 2021. Device evaluation completed on may 23,2021: visual analysis of the returned sample revealed that the smooth mod + prof xtra 270cc breast implant had an area of separated material on the anterior view and extending to the posterior view, measuring approximately 4.0 cm x 2.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient replaced the left prosthesis with cat#: smpx-270, sn#: (B)(6), and capsulectomy was performed on the right side with removal and re-insertion of the implant. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).